Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 4.9, lab 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison on inratio test with lab results provided by end-user at time complaint was filed: date 2007: inratio 4.9, lab 3.4, mean 4.2, confidence limits 2.4 - 6.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. In-house retains strips lot 060475 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. If the mla inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/- 1.0. The test results of retains strips lots 060475 done on seventeen days earlier, are as follows: (see scanned table). Based on the above test results, retained lot 060475 meets the criteria for strip accuracy.